Event description:
Offset trial adaptors became cold welded into stem trial during a case. Scrub tech attempted to remove the offset trial with the universal counter wrench at which time the tip broke off of the universal counter wrench.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock. There have been no other events for the lot referenced. The investigation determined the likely root cause of the event to be use error as the material analysis confirmed the device to have fractured from overload. No material or manufacturing defects were observed. The subject counter wrench is intended to be used to ensure stability of components while applying torque with the torque wrench during assembly. It is not intended nor indicated in the surgical protocol to be used to alone remove assembled components. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Offset trial adaptors became cold welded into stem trial during a case. Scrub tech attempted to remove the offset trial with the universal counter wrench at which time the tip broke off of the universal counter wrench.